Event description:
The customer reported a plasma unit that appeared hemolyzed post-centrifugation. The customer stated that total filtration time was two hours for this unit. There was not a transfusion recipient or patient involved at the time of the visual inspection of the unit, therefore no patient information is reasonably known at the time of the event. (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the disposable kit was not returned for investigation. The manufacturing records, test records and inspection records were reviewed for abnormalities. No problems were found. Records were also checked regarding the particulate removal rates and cationization levels of the filter membranes that are related to blood filtration performance. All filter lots conformed to specifications. Five retention samples were tested for back-flow and air leaks. No problems were found. Root cause: the root cause was not identified for this event. It is possible that platelets which had been activated and aggregated for some reason were trapped by the filter and caused partial occlusion of the filter. As a result, blood may have been filtered by a smaller area than usual and the flow rate per unit area increased and consequently leukocyte leakage occurred. In this case, the extension of filtration time is likely to occur concurrently and there is a possibility of hemolysis due to extra stress on the red blood cells passing through the filter.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.